Event description:
It was reported that difficulty was encountered with extending the helix into the cardiac muscle during implant of this right ventricular (rv) lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.